Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with saline mentor smooth round moderate plus profile 400cc breast implants and experienced bilateral capsular contracture baker grade IV (l) and baker grade iii (r) along with bilateral deflation post-operatively. As a result, the patient underwent removal and replacement with similar devices on (B)(6) 2022. This report is for the left breast prosthesis.